Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the operating room for an unrelated surgery and that the patient had received therapy despite having a magnet placed over the device. Patient was stable during and after the event. Patient will be monitored.